Event description:
It was reported to philips that the system was unable to boot up properly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The diagnostic procedure was completed as planned, as the issue was intermittent flickering of the hemodynamic screen, and the customer was able to temporarily resolve the issue by wiggling the video connection at the video wall control board (vwcb), and the display remained stable for the remaining case. It was reported to philips that the system was unable to boot up properly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that no errors were displayed or logged, the connections at the wall connection box were inspected but no issue were found. On further troubleshooting the fse found the issue with flickering when the cable was moved. To resolve the issue fse replaced the display cat-to-dvi converter. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system by wiggling the video connection at the video wall control board, with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.